Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a solyx sling and a pelvic floor repair procedure on (B) (6) 2010. At the end of the surgery, there was one sponge missing. The patient was x-rayed and brought back to the operating room the same day. The surgeon opened the anterior suture line in the vaginal mucosa, pushed the graft, and removed the sponge from behind the bridge or vaginal cuff. The patient was hospitalized overnight and discharged the next day on (B) (6) 2010. The patient had swelling and redness in one of her legs on the evening of (B) (6) 2010. On (B) (6) 2010, the patient collapsed and was unable to be resuscitated. The cause of death was pulmonary embolus.